Event description:
It was reported from (B)(6) by the vad coordinator that the controller beeps and one battery indicator light on the controller disappears and re-appears again after a few seconds. The controller then changes from one that power source to the other source. The batteries involved were replaced. There was no effect on the patient. The pump remains implanted. It was reported that the batteries will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The patients are also instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00843 and 3007042319-2015-00844) submitted for devices related to the same event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00843 and 3007042319-2015-00844) submitted for devices related to the same event.

Manufacturer narrative:
No testing was performed on the device. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.